Event description:
Patient reported right side "rupture", "increased lymphatic nodes", and "discomfort". The device was explanted. The device will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy. Photo evaluation: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe as it is not related to the manufacturing process. Breast pain: unable to observe as it is not related to the manufacturing process. No further actions are required since no issue in the manufacturing of the device is observed.